Manufacturer narrative:
Resmed has requested for the device to be returned so that an investigation can be performed. The device has not been returned, therefore resmed is unable to confirm the alleged malfunction at this time. Resmed reference #: (B)(4).

Event description:
It was reported to resmed that an astral device failed to charge its internal battery when connected to mains power and did not power up. There was no patient harm or serious injury reported as a result of this incident.

Manufacturer narrative:
The astral device was returned to a third party service center. An evaluation was unable to confirm the reported complaint. Visual inspection of the dc power plug revealed it was bent. Based on all available evidence and complaint investigations of a similar nature, an investigation determined that the reported complaint was due to a physically damaged dc power plug. Resmed¿s risk analysis for this failure mode concludes that the risk is acceptable. Resmed reference #: (B)(4).

Event description:
It was reported to resmed that an astral device failed to charge its internal battery when connected to mains power and did not power up. There was no patient harm or serious injury reported as a result of this incident.